Manufacturer narrative:
The internal investigation into strattice lot s10548 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no similar complaints reported against the lot and no related deviations or nonconformances revealed during processing associated with the nature of the event. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the (B)(4) devices released to finished goods for lot s10548, (B)(4) have been distributed. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported a patient underwent hernia repair surgery on (B)(6) 2009 and was implanted with strattice lot s10548-055 at university medical center at (B)(6) in (B)(6). Three years after the surgery, the patient returned to the hospital on (B)(6) 2012 and was diagnosed with a recurrent hernia that was incarcerated, extensive lysis of adhesions and bilateral component separation and the strattice was explanted. The complaint related device will not be returned for evaluation.